Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported that a fluid leak was found on the inside of the cassette door of a patient's cycler after ending pd treatment. The fluid was found within the pump module area. There were no alarms or messages to indicate that a fluid leak had occurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not found on the external of the cycler set cassette. The peritoneal dialysis registered nurse (pdrn) stated that the patient saw bugs in the cassette door and sprayed the compartment with bug spray then wiped it down. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed in the absence of the cycler. The pdrn requested a replacement cycler citing the bugs and the spray that could deteriorate the plastic of both the cycler set cassette and the cassette compartment of the cycler. The patient has received a new cycler. The cycler set was not returned for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported that a fluid leak was found on the inside of the cassette door of a patient's cycler after ending pd treatment. The fluid was found within the pump module area. There were no alarms or messages to indicate that a fluid leak had occurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not found on the external of the cycler set cassette. The peritoneal dialysis registered nurse (pdrn) stated that the patient saw bugs in the cassette door and sprayed the compartment with bug spray then wiped it down. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed in the absence of the cycler. The pdrn requested a replacement cycler citing the bugs and the spray that could deteriorate the plastic of both the cycler set cassette and the cassette compartment of the cycler. The patient has received a new cycler. The cycler set was not returned for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: this follow-up report has been created and sent in error.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported that a fluid leak was found on the inside of the cassette door of a patient's cycler after ending pd treatment. The fluid was found within the pump module area. There were no alarms or messages to indicate that a fluid leak had occurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not found on the external of the cycler set cassette. The peritoneal dialysis registered nurse (pdrn) stated that the patient saw bugs in the cassette door and sprayed the compartment with bug spray then wiped it down. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed in the absence of the cycler. The pdrn requested a replacement cycler citing the bugs and the spray that could deteriorate the plastic of both the cycler set cassette and the cassette compartment of the cycler. The patient has received a new cycler. The cycler set was not returned for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported that a fluid leak was found on the inside of the cassette door of a patient's cycler after ending pd treatment. The fluid was found within the pump module area. There were no alarms or messages to indicate that a fluid leak had occurred. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was not found on the external of the cycler set cassette. The peritoneal dialysis registered nurse (pdrn) stated that the patient saw bugs in the cassette door and sprayed the compartment with bug spray then wiped it down. A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed in the absence of the cycler. The pdrn requested a replacement cycler citing the bugs and the spray that could deteriorate the plastic of both the cycler set cassette and the cassette compartment of the cycler. The patient has received a new cycler. The cycler set was not returned for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.